Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD)experienced a supraventricular tachycardia episode which fell into the therapy zone for the device. Anti tachy pacing (atp) was appropriately delivered, which resulted in the rhythm accelerating to a true ventricular tachycardia. Multiple shocks were delivered, which failed to convert the patient. The rhythm then degraded to a ventricular fibrillation morphology. However, as the maximum number of shocks available had been delivered while the rhythm was in the vt zone, shocking therapy was no longer available. The patient was eventually rescuscitated with an external shock, with suspected neurological affects secondary to oxygen deficiencies.